Event description:
On a home monitoring recording noise was detected on ff and rv channels. High voltage and pace, sense lead impedances are in range. The lead remains implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area near the rv shock coil the insulation was found rubbed through. This damage can be considered as the root cause of the noise which led to shock delivery as reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the lead body was found constricted approx. 21 cm distal to the is-1 connector pin after removing the suture sleeve. Based on the characteristics of this finding it is assumed that the deformation resulted from a tight suture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.